Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task. It was reported that the site was having difficulty tracking any instruments and they could not register their patient. The site decided to abort navigation. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Facility unwilling to provide pt information. Surgeon provided: mfg date added. If information is provided in the future, a supplemental report will be issued.